Manufacturer narrative:
Actual device evaluated by simulated use testing. Issue reported could not be confirmed: evaluation could not replicate the reported issue. Evaluation and functional testing did find shaft frosting.

Event description:
During testing prior to the case the probe caused bubbles in the water. This failed the safety test. Very little information provided.